Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device was giving channel error message. Biomed replaced the upstream pressure transducer. There was no report of patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device was giving a channel error message. No patient involvement was reported.

Event description:
It was reported that device was giving channel error message. Biomed replaced the upstream pressure transducer. There was no report of patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 09/22/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.